Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a vibratory alert and a merlin.net transmission revealed the left ventricular lead exhibited low impedance. The patient was experiencing fatigue. On (B)(6) another transmission revealed that the impedance issue had resolved itself and the patient was no longer symptomatic.